Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found an insulation abrasion at 8.1 cm - 8.2 cm from the connector pin exposing the outer coil. The abrasion was consistent with constant friction with another implantable device. This likely contributed to the reported event.

Event description:
It was reported that during a routine follow-up, the atrial lead exhibited noise inhibiting pacing. The noise could be replicated with pocket manipulation. The lead was explanted and replaced during a device changeout. The patient would be monitored.